Event description:
It was report that during a procedure, the super multivac started falling apart during surgery. It is unknown how the procedure was completed and no delay was reported. No patient injury or other complications were reported. Results of investigation have concluded that the electrode of this unit has been detached which makes it a reportable event.

Manufacturer narrative:
Internal complaint reference (B)(4). The sample is under evaluation by the manufacturing site. Preliminary results of investigation found that the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode has been detached from wand. Product was out of the original packaging. No packaging returned. During functional testing the device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma as intended. It was determined the device did not contribute to the reported event. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode has been detached from wand. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma and coagulation as intended with the remaining electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.